Event description:
The manufacturer received a report that a trilogy o2 ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. During an operational check, a ¿ventilator service required¿ alarm was confirmed. Device log files were successfully retrieved and reviewed in their entirety. Review of the logs confirmed the presence of a ¿ventilator service required¿ alarm associated with error code err_obm_air_flow_sensor_failed, indicating that the oxygen blender printed circuit assembly (pca) required replacement. Further review of the service evaluation documentation indicated an error code err_drift_flow_too_high; however, review of the device error logs did not confirm the presence of this error. Functional testing was performed and identified a failure of flow sensor calibration. Replacement of the flow sensor printed circuit assembly (pca) was determined to be necessary to address the issue. Service was subsequently canceled, and the device will be scrapped due to expiration of the lease term.